Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a microclave® clear connector. The customer reported that the device unscrewed from the luer of the gripper throughout infusion that resulted in spillage of 5- fluorouracil and blood through the connection of the microclave and gripper. There was a lot of bleed back obstructing the line at the end of the treatment. A gripper plus power, manufactured by smiths medical, ln 21-3369-24 lot no. 4308617 was used with the device during the event. The device was not reprocessed or re-sterilized. When the microclave was loosened from the gripper connection, blood flew back as the gripper was opened. The blood refluxed from the port-a-cath into the elastomer when the drug finished passing/infusing. The gripper was placed for treatment through pump during the day in the hospital and then the infuser was placed, which was taken home by the patient for 48 hours. The entire system was checked (e.g., port, infuser, extension set) and everything was right. After the incident, an occlusion was discovered when trying to wash with saline solution. As a result, the gripper was removed and a new one was placed to wash the port-a-cath. Additionally, it was reported that normally when using the b. Braun gripper, when the infuser ends, is not so much blood reflux; however, the reflux is immediate with the smiths gripper and that the patients did not take long to remove the infuser. The customer previously used the microclave or spiros, with the b. Braun gripper, but is new to using the smiths gripper. There was little blood loss during the incident and there was unprotected exposure to chemotherapy for the healthcare provider and/or the patient. There was no need for medical intervention, no delay in therapy, no adverse event/harm as a result of this event. This report reflects the third of four events reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Updated information can be found in d9.